Event description:
On (B)(6) /2010, pt reported he noticed on two separate occasions that the buttons stopped working. Pt stated it is an intermittent issue. Pt reported when this happened, the up and down buttons both stopped working at the same time. Verified that this has only happened two times. Pt stated he noticed the issue for the first time 4 months ago and the 2nd time was a month ago. Pt reported both buttons pop back up when pressed. No physiological effects were reported. The pt did not required medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.